Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an upgrade procedure, externalized conductors were noted on the right ventricular lead, the physician capped and replaced the lead (B)(6) 2019 and the patient was stable following.